Manufacturer narrative:
The reported events of lead abrasion and lead noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation. The cause of the reported events was isolated to the external insulation abrasion consistent with friction to the device can.

Event description:
It was reported that the patient arrived at the hospital for scheduled generator change due to device reaching eri. It was noted that there was known rv lead noise, however the patient was not ventricularly dependent. Plan was to change out the device and program around, however upon opening the pocket site there was visible lead insulation breakdown above the suture sleeve. Because of this, the physician elected to close with the current can, and bring the patient back in on the next available operating day. On (B)(6) 2023 the rv lead was explanted and replaced. The patient was stable.